Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a (B)(6)-year-old female patient who had essure (batch no. B09011) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gastric bypass, spinal operation, multigravida and parity 3. On (B)(6) 2017 - negative for: breast discharge,breast lump(s) and breast pain. Pertinent negatives include urinary incontinence, vaginal discharge and vaginal itching. Concurrent conditions included diabetes mellitus, hypertension, obesity, schizoaffective disorder, depression, insomnia disorder, bariatric surgery, asthma, seasonal allergy, bronchitis, pneumonia, nerve pain, constipation, premenopausal menorrhagia, low back pain, vaginal candidiasis, trichomonal vulvovaginitis and hyperlipidemia. Concomitant products included fluoxetine hydrochloride (prozac) for depression, metformin for diabetes mellitus, lisinopril for hypertension, duloxetine hydrochloride (cymbalta) for schizoaffective disorder as well as azelastine hydrochloride (astepro), calcium, fluticasone, gabapentin, gemfibrozil, hydralazine, medroxyprogesterone acetate (depoprovera), tizanidine, tramadol, vitamins nos (daily multivitamin) and zolpidem. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced migraine ("migraines"), headache ("headaches") and nausea ("nausea"). On (B)(6) 2012, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), 11 months 25 days after insertion of essure. On (B)(6) 2018, the patient experienced hot flush ("hormonal changes describe: hot flashes") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("depression") and anxiety ("mental anguish"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain had not resolved and the vaginal haemorrhage, menorrhagia, vaginal infection, depression, hot flush, anxiety, migraine, headache, nausea and dyspareunia outcome was unknown. The reporter considered anxiety, depression, dyspareunia, headache, hot flush, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in removal dates: (B)(6) 2018, (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Pathology test - on (B)(6) 2018: final diagnosis uterus cervix bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: cervix: no significant histopathologic abnormality. Endometrium: mild atrophy. Myometrium: mild atrophy. Serosa: no significant histopathologic abnormality. Bilateral fallopian tubes: mild atrophy. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: anxiety. Pelvic pain, migraines, anxiety, depression, dyspareunia, hot flashes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jun-2019: pfs & medical record received: lot no added. New events - hormonal changes describe: hot flashes, abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: vaginal, depression and mental anguish, migraines/ headaches, nausea, dyspareunia (painful sexual intercourse were added. Event medical device complication was replaced by pelvic pain. Reporter¿s information, patient demography, medical history, concomitant condition, lab data, concomitant drugs and treatment drugs were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 45-year-old female patient who had essure (batch no. B09011-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gastric bypass, back surgery, multigravida and parity 3. (B)(6) 2017 - negative for: breast discharge,breast lump(s) and breast pain. Pertinent negatives include urinary incontinence, vaginal discharge and vaginal itching. Concurrent conditions included diabetes mellitus, hypertension, obesity, schizoaffective disorder, depression, insomnia disorder, bariatric surgery, asthma, seasonal allergy, bronchitis, pneumonia, nerve pain, constipation, premenopausal menorrhagia, low back pain, vulvovaginal candidiasis, trichomonal vulvovaginitis and hyperlipidemia. Concomitant products included fluoxetine hydrochloride (prozac) for depression, metformin for diabetes mellitus, lisinopril for hypertension, duloxetine hydrochloride (cymbalta) for schizoaffective disorder as well as azelastine hydrochloride (astepro), calcium, fluticasone, gabapentin, gemfibrozil, hydralazine, medroxyprogesterone acetate (depoprovera), tizanidine, tramadol, vitamins nos (daily multivitamin) and zolpidem. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced migraine ("migraines"), headache ("headaches") and nausea ("nausea"). On (B)(6) 2012, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), 11 months 25 days after insertion of essure. On (B)(6) 2018, the patient experienced hot flush ("hormonal changes describe: hot flashes") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("depression"), anxiety ("mental anguish") and alopecia ("hair loss"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage and vaginal infection had resolved and the menorrhagia, depression, hot flush, anxiety, migraine, headache, nausea, dyspareunia and alopecia outcome was unknown. The reporter considered alopecia, anxiety, depression, dyspareunia, headache, hot flush, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in removal dates: (B)(6) 2018, (B)(6) 2018. Discrepancy noted in essure confirmation test date (B)(6) 2012 and (B)(6) 2012. Plaintiff had mental illness injury. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Pathology test - on (B)(6) 2018: final diagnosis uterus cervix bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: cervix: no significant histopathologic abnormality endometrium: mild atrophy myometrium: mild atrophy serosa: no significant histopathologic abnormality bilateral fallopian tubes: mild atrophy. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: anxiety. Pelvic pain, migraines, anxiety, depression, dyspareunia, hot flashes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. New event :" hair loss" outcome of event : "pain, abnormal bleeding (vaginal) , abnormal bleeding (vaginal), infection (bladder/ urinary tract/vaginal) type: vaginal" was updated as recovered. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 45-year-old female patient who had essure (batch no. B09011-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gastric bypass, back surgery, multigravida and parity 3. (B)(6) 2017 - negative for: breast discharge,breast lump(s) and breast pain. Pertinent negatives include urinary incontinence, vaginal discharge and vaginal itching. Concurrent conditions included diabetes mellitus, hypertension, obesity, schizoaffective disorder, depression, insomnia disorder, bariatric surgery, asthma, seasonal allergy, bronchitis, pneumonia, nerve pain, constipation, premenopausal menorrhagia, low back pain, vulvovaginal candidiasis, trichomonal vulvovaginitis and hyperlipidemia. Concomitant products included fluoxetine hydrochloride (prozac) for depression, metformin for diabetes mellitus, lisinopril for hypertension, duloxetine hydrochloride (cymbalta) for schizoaffective disorder as well as azelastine hydrochloride (astepro), calcium, fluticasone, gabapentin, gemfibrozil, hydralazine, medroxyprogesterone acetate (depoprovera), tizanidine, tramadol, vitamins nos (daily multivitamin) and zolpidem. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced migraine ("migraines"), headache ("headaches") and nausea ("nausea"). On (B)(6) 2012, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), 11 months 25 days after insertion of essure. On (B)(6) 2018, the patient experienced hot flush ("hormonal changes describe: hot flashes") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("menorrhagia"), depression ("depression"), anxiety ("mental anguish") and alopecia ("hair loss"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage and vaginal infection had resolved and the heavy menstrual bleeding, depression, hot flush, anxiety, migraine, headache, nausea, dyspareunia and alopecia outcome was unknown. The reporter considered alopecia, anxiety, depression, dyspareunia, headache, heavy menstrual bleeding, hot flush, migraine, nausea, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in removal dates: (B)(6) 2018, (B)(6) 2018. Discrepancy noted in essure confirmation test date 12mar2012 and 13mar2012. Plaintiff had mental illness injury. Trailing coils on right side: 4. Trailing coils on left side: 6. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Pathology test - on (B)(6) 2018: final diagnosis uterus cervix bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: cervix: no significant histopathologic abnormality. Endometrium: mild atrophy. Myometrium: mild atrophy. Serosa: no significant histopathologic abnormality. Bilateral fallopian tubes: mild atrophy.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: anxiety. Pelvic pain, migraines, anxiety, depression, dyspareunia, hot flashes. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 14-may-2021: mr received. Reporter information, rcc was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 45-year-old female patient who had essure (batch no. B09011-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gastric bypass, back surgery, multigravida and parity 3. (B)(6) 2017 - negative for: breast discharge,breast lump(s) and breast pain. Pertinent negatives include urinary incontinence, vaginal discharge and vaginal itching. Concurrent conditions included diabetes mellitus, hypertension, obesity, schizoaffective disorder, depression, insomnia disorder, bariatric surgery, asthma, seasonal allergy, bronchitis, pneumonia, nerve pain, constipation, premenopausal menorrhagia, low back pain, vulvovaginal candidiasis, trichomonal vulvovaginitis and hyperlipidemia. Concomitant products included fluoxetine hydrochloride (prozac) for depression, metformin for diabetes mellitus, lisinopril for hypertension, duloxetine hydrochloride (cymbalta) for schizoaffective disorder as well as azelastine hydrochloride (astepro), calcium, fluticasone, gabapentin, gemfibrozil, hydralazine, medroxyprogesterone acetate (depoprovera), tizanidine, tramadol, vitamins nos (daily multivitamin) and zolpidem. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced migraine ("migraines"), headache ("headaches") and nausea ("nausea"). On (B)(6) 2012, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), 11 months 25 days after insertion of essure. On (B)(6) 2018, the patient experienced hot flush ("hormonal changes describe: hot flashes") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("menorrhagia"), depression ("depression"), anxiety ("mental anguish") and alopecia ("hair loss"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage and vaginal infection had resolved and the heavy menstrual bleeding, depression, hot flush, anxiety, migraine, headache, nausea, dyspareunia and alopecia outcome was unknown. The reporter considered alopecia, anxiety, depression, dyspareunia, headache, heavy menstrual bleeding, hot flush, migraine, nausea, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in removal dates: (B)(6) 2018, (B)(6) 2018. Discrepancy noted in essure confirmation test date (B)(6) 2012 and (B)(6) 2012. Plaintiff had mental illness injury. Trailing coils on right side: 4. Trailing coils on left side: 6. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Pathology test - on (B)(6) 2018: final diagnosis uterus cervix bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: cervix: no significant histopathologic abnormality endometrium: mild atrophy myometrium: mild atrophy serosa: no significant histopathologic abnormality bilateral fallopian tubes: mild atrophy.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: anxiety. Pelvic pain, migraines, anxiety, depression, dyspareunia, hot flashes. The reported lot number- b09011 is not valid. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 11-jun-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 45-year-old female patient who had essure (batch no. B09011-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gastric bypass, back surgery, multigravida and parity 3. (B)(6) 2017 - negative for: breast discharge,breast lump(s) and breast pain. Pertinent negatives include urinary incontinence, vaginal discharge and vaginal itching. Concurrent conditions included diabetes mellitus, hypertension, obesity, schizoaffective disorder, depression, insomnia disorder, bariatric surgery, asthma, seasonal allergy, bronchitis, pneumonia, nerve pain, constipation, premenopausal menorrhagia, low back pain, vulvovaginal candidiasis, trichomonal vulvovaginitis and hyperlipidemia. Concomitant products included fluoxetine hydrochloride (prozac) for depression, metformin for diabetes mellitus, lisinopril for hypertension, duloxetine hydrochloride (cymbalta) for schizoaffective disorder as well as azelastine hydrochloride (astepro), calcium, fluticasone, gabapentin, gemfibrozil, hydralazine, medroxyprogesterone acetate (depoprovera), tizanidine, tramadol, vitamins nos (daily multivitamin) and zolpidem. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced migraine ("migraines"), headache ("headaches") and nausea ("nausea"). On (B)(6) 2012, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), 11 months 25 days after insertion of essure. On (B)(6) 2018, the patient experienced hot flush ("hormonal changes describe: hot flashes") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("depression") and anxiety ("mental anguish"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain had not resolved and the vaginal haemorrhage, menorrhagia, vaginal infection, depression, hot flush, anxiety, migraine, headache, nausea and dyspareunia outcome was unknown. The reporter considered anxiety, depression, dyspareunia, headache, hot flush, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in removal dates: (B)(6) 2018, (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Pathology test - on (B)(6) 2018: final diagnosis. Uterus cervix bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: cervix: no significant histopathologic abnormality. Endometrium: mild atrophy. Myometrium: mild atrophy. Serosa: no significant histopathologic abnormality. Bilateral fallopian tubes: mild atrophy. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: anxiety. Pelvic pain, migraines, anxiety, depression, dyspareunia, hot flashes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jun-2019: update of information (batch is not valid). Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.